Manufacturer narrative:
The unit p-cap / test reservoir locks in place properly. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. All currents within specs. No unexpected occlusions or insulin flow blocked alarm noted during testing. However, no delivery alarm and failed battery test were found in the history file (06/04/2021) (12:39:42.000) (04/30/2021-16:17:51). The pump was cut open and traces of moisture noted on pcba1 during visual inspection. The pump was received with a cracked keypad overlay, cracked case (battery tube), and cracked battery tube threads. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow blocked alarm and battery was lasting less than expected. Self test was performed and no error was occurred. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.